Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. An unknown xience prox rx stent delivery system (sds) was advanced toward the target lesion. The system was inflated up to 16 atmospheres and suddenly deflated. Upon removal it was noted that the balloon had a hole. The stent was implanted and post dilatation was performed using an unspecified balloon. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Part number and lot number. Evaluation summary: the device was returned for analysis with a tear in the guide wire exit notch. Follow-up with the site confirmed the tear was noted after use in the patient. Visual inspections were performed on the returned device. The balloon rupture and tear in the shaft were confirmed. The investigation determined the reported difficulties appear to be related to calcification in the vessel. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the following: the balloon rupture of the prox delivery catheter balloon cannot be confirmed. No contrast leakage is noted during stent deployment and no balloon shape abnormalities are seen. This does not preclude the balloon from having a rupture but it cannot be confirmed via these images. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Newly reported information indicates the stent system was inflated up to 12 atmospheres, the balloon broke but the stent was correctly apposed. A 2.5mm nc balloon was inflated up to 20 atmospheres to post dilate per standard procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.